Event description:
During a follow up phone call, the customer stated that their insulin pump had alarmed motor error during the priming process. The customer's blood glucose was 134 mg/dl. The customer stated that they had cleared the alarm, rewound the device, and it worked. The customer does use the sensor feature. They were able to rewind the insulin pump. The customer also stated that the device had alerted calibration error, so the customer recalibrated and the device worked fine. The customer stated that the sensor never read the correct numbers and was off by hundred points. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).